Manufacturer narrative:
The customer indicated the device were discarded. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of leaks; subsequently blood loss was noted. The tubing sets were to be used to deliver an unspecified solutions. The customer contact reported that after starting the patients' IV accesses, the tubing sets were connected to the IV catheters, and were flushed with unspecified solutions. At this time, the nurse noted, "a small amount" of blood was leaking from the connections. The customer contact reported that the tubing sets' male luer adapters appeared to be cracked. The tubing sets was replaced and the therapies were initiated. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.